Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer also stated that insulin pump received hardware low level failures alarm but the buttons was not responding. Customer states the contact on the battery cap was neither missing nor damage nor corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated that display did not return after pump restart. No harm requiring medical intervention was reported. The insulin pump will be return for analysis.

Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer. Device power up properly after battery installation however device failed operating currents due to corroded battery tube and corroded electronic assemblies. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to a software error. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing.